Event description:
It was reported, that there were no complications during surgery in 2004. The area around the device was unremarkable during appointments in 2004 and 2004. Later in 2004 the pt woke from a nap with a lump the size of a basekball in the area of ghe device. It was determined by the dr that it was a csp leak. The dr performed surgery to stop the leak, remove the fluid, and to check the device. It was reported, that the active electrode array had been moved as a result of the csf leak and that he put it back into place. Device testing in 2004 showed that only 4 channels of the device are still functioning. Therefore it was decided to reimplant the pt with a new device.